Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient became confused, was sweating, shaking, and had numb legs. She was taken by her supervisor to the emergency room (ER) due to the low blood glucose symptoms. At the ER, her blood sugar was 42 mg/dl while the cgm was reading 79 mg/dl. She was administered IV glucose and stayed at the ER for six hours. At the time of the report she was still a little shaky and weak. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.